Manufacturer narrative:
The tip cover accessory has not been returned for eval; however, the cannula accessory believed to have caused the tear in the tip cover was disposed off at the site. As of (B)(6), 2009, there have been no reported recurrences of the issues at this hosp. If add'l info is rec'd, a follow-up MDR will be submitted.

Event description:
During a site visit the week of (B)(6), 2009, by an (B)(4) clinical sales rep (csr), the site reported that a tip cover arcing event had occurred. The csr performed a pin gage test on the site's cannulae and found one had a sharp burr on the inner tube. It was believed that the cannula caused a tear in the tip cover upon insertion of the monopolar curved scissor (mcs) instrument through the cannula and into the pt's body cavity. On (B)(6) 2009, isi rec'd the following user facility medwatch report # (B)(4) for this event that occurred on (B)(6) 2009. Event desc: during procedure, davinci monopolar curved scissors failed causing a burn to the small bowel. Instrument was also difficult to remove. Instrument was replaced without further incident or problem. Surgeon over sewed burn area as a precaution.